Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device enclosure was cracked at drain port and front cover cracked. The technician started with a visual inspection then filled tank with water, and attached temp check. Plugged in line cord and turned on the power switch. The reported issue was duplicated. There was a crack on the enclosure near the drain port. The root cause of the reported event was impact by the user. The technician replaced enclosure, printed circuit board (pcb), power switch and retainer.

Event description:
Additional information was received via email 16-nov-2021: the device was not in use with patient.

Event description:
It was reported the device was found to leak from the drain port area. The reporter stated the issue was found with no patient involved.